Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd1 1.5% for continuous ambulatory peritoneal dialysis (capd). On an unreported date, pd therapy was discontinued. On (B)(6) 2012, the patient experienced bacterial peritonitis. On an unreported date, the patient was hospitalized. The patient was treated with unspecified antibiotics. On an unreported date, the patient was switched to physioneal. As of the time of this report, the patient remained hospitalized.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.